Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400s mg/dl) and a bolus via the pump was delivered to address the bg level. The customer was not sure what caused the high bg. The next day the customer changed the supplies on the pump. As the pump supplies had been changed, a cause of the high bg could not be determined.